Manufacturer narrative:
This report filed (B)(6) 2016.

Event description:
Per the clinic, the patient experienced buzzing with implant use that could not be resolved by reprogramming. Subsequently the device was explanted on (B)(6) 2015; during the same surgery the patient was re-implanted with a new device.